Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there was no malfunction found from the device. A field service engineer confirmed that the drawer functional with no further issues. The system functioned as intended.

Event description:
The customer reported that the pyxis medstation es system had drawer failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.